Event description:
Customer activated a pod and "the first 3/4 of the day, the pod worked fine." Customer reported his blood glucose (bg) started rising into the 200 mg/dl to 300 mg/dl range. Customer tried stabilizing bg levels by adjusting temp basals and bolusing extra doses, but the "pod was not correcting the blood sugar." It was reported that the "cannula appeared kinked." The pod was not returned for eval.

Manufacturer narrative:
The pod was not returned. Therefore we cannot confirm any product malfunction or defect that may have contributed to the customer's hyperglycemia, however a kinked cannula has the potential to restrict insulin delivery and may result in hyperglycemia. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user guide further warn, "...if you experience unexpected elevated blood glucose levels, change your pod." Customers are instructed to check blood glucose levels "at least 4 to 6 times a day" to avoid hyperglycemia. Product lot qualification records were reviewed and determined to have met all acceptance criteria.